Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of an attempted system explant due to a patient infection. During the attempt to extract this lead, the patient's superior vena cava (svc) tore and was repaired. The extraction of this lead and the right atrial lead was abandoned due to the svc complication. The leads were cut with the locking stylets attached and left in the device pocket. The patient subsequently developed svc syndrome. Follow-up treatment for the svc syndrome and the infection was pending.